Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the premature ventricular contraction (pvc) burden monitoring enabled. However, a transmission showed that the pvc burden monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data, it was identified that this insertable cardiac monitor (icm) had the premature ventricular contraction (pvc) burden monitoring enabled. However, a transmission showed that the pvc burden monitor was off. It was determined that a discrepancy is present between the programmed settings and what has been displayed in the latitude clarity data management system. No other information was provided. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Further investigation determined this device did not exhibit the initially reported behavior. The device was appropriately displaying a mismatch in pvc burden programming settings. The mismatch was caused by the timing between making the programming change and the change being uploaded to the device. As the device functioned appropriately, boston scientific no longer considers this event to meet complaint criteria and reportability criteria. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this event. No updates are required to the IFU as a result of this event.